Manufacturer narrative:
This report is submitted on october 9, 2019.

Event description:
Per the clinic, it was reported that the patient experienced skin overgrowth at the implant site. Topical ointment was applied to the site; however, the issue did not resolve. Subsequently, the patient underwent revision surgery on (B)(6) 2019, in order to excise excess skin and place a longer abutment.